Manufacturer narrative:
Ge healthcare's investigation has been completed and the root cause was determined to be use error. The technologist had selected the wrong patient position (supine instead of prone) prior to the oec 3d taking the image. For this case, the operator thought the image would display a posterior-anterior projection when it was truly displaying an anterior-posterior projection. The system does allow for a user to rotate or flip the image to get the view they would like after the image is taken. The system labels the images based on the patient position selected. The image was misdiagnosed resulting in the wrong pedicle screw being removed. There were no problems identified with the oec 3d system. Recommendations were made to the user to always to select the correct patient position and to use the rotate and flip functionality to get the image view desired. No further actions are needed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: surgery slc - 384 n wright brothers dr USA salt lake city, ut 84116.

Event description:
The customer reported that when they were performing a bilateral si joint fusion and s1-l1 fusion procedure using their oec 3d mobile c-arm system on a patient, the surgeon determined that there was a pedicle screw that required removal. He then referenced the 3d image and removed the pedicle screw. Later, during a post-op CT scan, the surgeon realized that he had removed the incorrect pedicle screw. The patient then had to be brought back to the or to have the correct pedicle screw removed and replace the incorrect screw that was previously removed.